Manufacturer narrative:
D6a - date of implant is unknown . During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during an elective drg system explant on (B)(6) 2025, two drg leads were trapped and remain implanted. Imaging showed a paddle lead was also left implanted. Additional surgical intervention may take place to address the issue.

Event description:
Additional information received that patient was never implanted with a paddle lead.